Event description:
Reportedly, blood ran into device.

Manufacturer narrative:
Result : technical service report- repair request from customer, pressure problemconclusion: action taken: replaced pressure tubes, checked for leaks, recalibrated prefilter pressure, test run o.k.-root cause: incorrect material.